Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Cuts in the insulation were noted and attributed to the explant procedure. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricle (rv) lead was part of a system that was explanted due to an infection. This lead also exhibited an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been received for analysis. This investigation will be updated upon completion of analysis.

Event description:
Additional information was received from a representative confirming this lead was explanted due dislodgement. There was no evidence of infection at the time of explant. No additional adverse patient effects were reported.